Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and in-house testing of retained reagent kit. The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot: 71236ud00. Additionally, a review of tracking and trending data for the alinity I free t4 assay identified an increase in complaints. However, in-house performance testing was performed utilizing retained reagent kit of the complaint lot. All testing passed indicating the reagent lot is performing as expected. A review of the device history record did not identify any non-conformance's or deviations with lot number: 71236ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number: 71236ud00.

Event description:
The customer reported a falsely elevated alinity I free t4 result for one sample. The following data was provided: on (B)(6) 2025, sid: (B)(6): initial result = 33.41 pmol/l, repeat = 13.39 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I free t4 result for one sample. The following data was provided: on (B)(6) 2025, sid (B)(6): initial result = 33.41 pmol/l, repeat = 13.39 pmol/l no impact to patient management was reported.